Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin irritation on (B)(6) 2015. Patient's mother stated patient was experiencing inflammation with a rash and blisters at the sensor adhesion site. Patient's mother sought medical intervention from a dermatologist on 02/03/2015 and was recommended to discontinue use of sensors due to allergic reaction. Patient inserted sensor into arm. No further medical intervention was reported.

Manufacturer narrative:
(B)(4).